Event description:
The pt reported that she was wearing the infusion device on vacation when it got splashed with water. She reported that the infusion device started to beep continuously with an e7 (electronic error) alert. She stated she was able to clear the error, but the display appeared to have missing segments. The pt's blood glucose was in the 500's mg/dl and she reported feeling "horrible, extreme thirst, fatigue, and constant urination". She administered an insulin injection to reduce her blood glucose values. The pt inserted a new battery and the device worked correctly. The pt reported that at the airport, the security personnel ran the security wand over the infusion device. No medical treatment was received. No product will be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.